Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was found with ca compressors and missing parts. No patient harm was reported.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. There was no malfunction on either cardiosave unit. The customer ordered two compressors to perform the pm. The compressors should be replaced when the device reaches 5,000 hours. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.